Event description:
The patient was admitted on (B)(6) 2026, at 4:09 p.m. With a history of ¿coughing for two days and worsening wheezing for half a day,¿ 1. Bronchopneumonia and eczema. The patient was admitted at 4:09 pm on (B)(6) 2026. At 4:48 pm, nurse performed an IV catheter insertion on the patient. After successful insertion, the catheter was flushed with saline and the extension tube at the distal end of the catheter was clamped with the accompanying clamp; no abnormalities were observed at that time. At 17:12, while administering an IV infusion, the nurse discovered a rupture in the catheter at the site of the clamping clip on the distal end of the IV catheter. The IV catheter was immediately removed, and a different model was used for reinsertion. The treatment was subsequently completed without incident.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample was not received, it was not possible to identify the condition of the extension tube damage or the clamping status of the sealing clip, so the root cause of the extension tube rupture cannot be confirmed. Plant will continue tracking this kind of defect.

Event description:
No additional information.